Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) expired early while paired to the ilet, the user did not know to replace it. They attempted to regain readings by re-pairing after toggling the cgm setting between g7 and g6 and re-entering the pairing code as instructed. No reported symptoms. Outcomes included user education and troubleshooting to restore cgm functionality with direction to start a new sensor if pairing did not yield readings after the warm-up period. Investigation included guided troubleshooting focused on device settings, pairing workflow, and sensor replacement steps. Investigation of this case revealed normal pump behavior with no pump malfunction, and the event was consistent with an expired dexcom g7 sensor leading to loss of cgm data and user not starting a new sensor. It was concluded, based on previously established findings for similar reports, that the cause was use of an expired cgm sensor resulting in expected cessation of cgm data and was resolved through replacement guidance.